Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose was 410 mg/dl. Reportedly the customer went to the emergency room (ER). Customer reportedly was at the ER for 8 hours. Customer declined to provide any additional information.